Event description:
The patient underwent cataract surgery with intraocular lens implantation. It was reported that approximately two weeks post-op the patient presented with infection and vision decreased from 20/60 to hand motion. Hypopyon with 4+ cells and fibrin were noted on slit lamp examination. Vitreous tap cultures were performed and the results identified streptococcus mitus, streptococcus oralis. The patient was treated with intravitreal antibiotic injections. This report is for the patient's right eye (od). Patient's most current vision (both uncorrected and corrected) was reported as hand movements. Patient's prognosis was described as "stable, recovering but poor visual outcome expected". Reference MDR # 1119279-2013-00338 for the intraocular lens implanted during the original cataract surgery. Reference MDR # 1119279-2013-00339 for the delivery device used during the original cataract surgery.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.